Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated falsely high sodium (na) and chloride (cl) results for two patient samples. Customer stated that the erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected. When the issue was noticed, the samples were repeated, the results of which were reported. The customer technical specialist (cts) reviewed the ion selective electrode (ise) checklist with customer, then generated a service request. The field service engineer (fse) inspected the instrument and was informed by customer that the older version of the cl electrode was installed, and that customer replaced it with the newer version prior to the fse's visit. The fse then verified instrument performance to ensure that the cl electrode replacement effectively resolved the instrument issue. Customer has not called back to report any further issues.

Manufacturer narrative:
(B)(4).